Event description:
This is the false positive case reported via email (our representative email for product complaint) on (B)(6) 2022. The reporter's information whether he/she is health care professional and product's lot# were not known. The reporter said last thursday, (B)(6), they performed 50 tests in morning and 40% of them showed a positive test result. They proceeded to do pcr tests on half of those individuals and they all tested negative. They performed on one individual a test twice. Obtaining a negative result on one of them and a positive result on the other one. The pictures of it were provided together.